Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead, which had been plugged into the right ventricular (rv) lead port of the implantable cardioverter defibrillator (ICD), was exhibiting high impedance and inability to capture at maximum output due to possible fracture. The lead was plugged into the lv port of the new ICD, programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal and distal conductors of the lead developed fractures due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
The lead also exhibited noise and was subsequently explanted and replaced.